Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, . Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks, and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks assessed as surgical impact opening, and non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported "moderate delayed wound healing", "tissue or skin necrosis", and "tattoo areola from necrosis from mastopexy"; these are not device related. Device has been explanted.